Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (25 mg/ml at 8 mg/day) and dilaudid (4.5 mg/ml at 1.44 mg/day) via an implanted pump. On (B)(6) 2020 during the routine pump replacement procedure, the hcp was unable to aspirate from the catheter. The cause of the issue was not determined. The pump segment of the catheter was prophylactically replaced; it was noted that this had no relation to not being able to aspirate. A back table prime of the new pump was performed and it was noted that the issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.